Event description:
It was observed that during the device evaluation, the rigid videoscope exhibited excessive scratches on the outer tube, loose lg adapter, and light transmission failed. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: the cause of the complaint was traced to a component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue]. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.